Manufacturer narrative:
G4: 02dec2020. B4: 07dec2020. The customer reported "proximal pressure sensor auto zero failed" diagnostic error. The customer confirmed there was no patient involvement. The remote service engineer (rse) advised customer to verify the pin alignment between the data acquisition (da) board and the solenoids. The customer reported no misaligned pins. The (rse) advised replacement of solenoid 3 and 4. The customer replaced 3 and 4 solenoids to resolve the issue. The unit passed performance verification testing and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported a ventilator with a 'proximal pressure not measured/ pressure-related alarms compromised' alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.